Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the left anterior descending artery. After pre-dilation was performed, a 20x3.00 rebel stent advanced over the wire. During deployment, the stent was unable to deploy. The device was taken out from the body and it was noticed that the stent struts frayed. The procedure was completed with another rebel bare metal stent. No patient complications were reported and the patient's status was stable.